Manufacturer narrative:
The complaint device is not available for a physical evaluation and no further information regarding technique used has been provided to determine a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Tendon repair. Minimal force was applied once the anchor was implanted and the suture broke free indicating that the anchor had broken below cortices. The suture was intact and the was no visible debris of the anchor body. A second implant had to be opened. No delay or adverse event reported. Additional information received via email from the affiliate on 6-10-2016. Though I was not present in the operation, I was advised that, yes, a second pilot hole had to be made as the first implant occupied the original site.